Event description:
It was reported that the patient with this pacemaker was admitted for palpitations, dizziness and diaphragmatic stimulation due to elevated pacing thresholds, intermittent loss of capture (loc), low intrinsic amplitude, inappropriate pacing, and noisy signals. During device interrogation, it was noted that the right atrial (ra) sensing amplitude had significantly decreased, noisy signals, contributing to inappropriate pacing. Technical services (ts) reviewed the case and determined the suspected cause to be a micro-dislodgement. It was also noted that the patient had a hematoma at the surgical site that was being allowed to resolve before potential revision. An x-ray was performed and found to be unremarkable. The device was reprogrammed, which restored satisfactory performance. No adverse patient effects were reported. This pacemaker remains in service.